Event description:
The original reported stated that when the package was opened it was detected that the balloon of the device was ripped. The intended procedure was a thrombectomy. During follow up communication, the reporter insisted that the damage was noted prior to use when the package was opened and that no patient injury occurred.

Manufacturer narrative:
One thrombectomy catheter was returned without the packaging. Contrary to the report, the catheter appears to have been used due to a large amount of dried blood on the body and balloon/attachment areas. The evaluation included visual examine, and note any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found to be ruptured / torn completely around the catheter tip. There appears to be latex missing through the central area and there is a flap of latex present pulled over the distal windings. A closer examination of the damaged site found what appears to be a cut into the catheter body extending into the distal windings and cutting/damaging the windings. The proximal windings are in good condition. Although the customer's complaint of damage was confirmed, there are no indications that this is related to the manufacturing process. Review of the available information suggests that procedural factors may have contributed to the event. No actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.